Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tube there was under-fill or low draw of a tube with blood and stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "the cap was loose, and the negative pressure was low."

Manufacturer narrative:
Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Additionally cap/stopper assemblies from 20 retained samples were removed and reattached, and samples were left to stand. None of the cap/stopper assemblies detached from their tubes during the procedure. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the retained samples test results for both defects. Bd was not able to identify a root cause for the indicated failure modes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.